Event description:
It was reported via (B)(6) that the patient passed away during a seizure. No additional relevant information has been received to date.

Event description:
The patient¿s mother posted that because of the vns, her daughter¿s heart could not be started with the paddles when it stopped. She got 2 shots of epinephrine and her heart beat two times and it stopped. She states that it didn¿t help her daughter. No additional information has been received to date.